Event description:
(B)(6) reported the following event for (B)(6): "4 years after the implantation, a maladjustment of the stem which was screwed into the femoral baseplate, was observed. The primary surgery was on (B)(6) 2009. A revision surgery was necessary which took place on (B)(6) 2014."

Manufacturer narrative:
An event regarding disassociation involving a duracon stem extender component was reported. The event was confirmed. Method and results: device evaluation and results: the threaded parts of the stem contained areas of significant material damage. Based on the stem shoulder impression in the bone cement and the damage to the threads, it was likely that the stem was seated flush against the femoral component boss and loosened over time. It was not possible to determine the reason for the stem becoming loose. No material or manufacturing defects were observed on the device features examined. Visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2014. Images of the device are included in the mar. The threaded part of the stem contained multiple areas of significant material damage in the form of wear, deformation, and thread fracture. Based on the molded impression of the stem shoulder in the bone cement at the periphery of the femoral component stem boss opening, it was likely that the stem was seated flush against the boss of the femoral component. The damage to the threads on the stem and the femoral component boss is an indication of the likelihood that the stem had become loose and allowed for the relative movement between the two components. Medical records received and evaluation: the explanation for the unscrewing mechanism is very plausible from the differential fixation principles between a loose femoral component and a still partially fixed stem extender, as discussed. As such, this pi case is not device-related. A review of the provided medical records by a clinical consultant indicated: issue with revision of scorpio ts femoral component with duracon stem extender some 5-years post previous revision surgery due to unscrewing of the stem extender from the femoral component causing discomfort in the male patient of (B)(6) (1954), unknown weight, height or activity level. No information is available about outcome of revision procedure. No x-rays are available for review while the explant materials analysis confirms the femoral component was returned disassociated from the stem. The threaded parts of the stem and the femoral component contained areas of significant material damage. Based on the stem shoulder impression in the bone cement and the damage to the threads, it was likely that the stem was seated flush against the femoral component boss and loosened over time. It was not possible to determine the reason for the stem becoming loose. No material or manufacturing defects were observed on the device features examined. The actual failure problem with unscrewing of the stem extender from the femoral component is quite understandable from the differential in fixation between loose femoral component and still partially fixed stem extender. Because surgical technique is involved in the choice for such a fixation approach, the root cause of failure is procedure-related. There is no evidence for either patient-related or device-related factors present in this case as also supported by the mar that confirmed the stem extender had initially been attached to the adapter connection but secondarily failed by unscrewing. There were no material or manufacturing defects observed on the device features examined. The explanation for the unscrewing mechanism is very plausible from the differential fixation principles between the two components as discussed. As such, this pi case is not device-related. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on the medical review, the investigation concluded that the disassociation of the stem from the femoral component was caused by the differential fixation principles between a loose femoral component and a still partially fixed stem extender resulting in the unscrewing and subsequent damge to both components. As such, this pi case is not device-related.

Event description:
Mrs (B)(6), from distributor (B)(4), reported the following event for the (B)(6) hospital : "4 years after the implantation, a maladjustment of the stem which was screwed into the femoral baseplate, was observed. The primary surgery was on (B)(6) 2009. A revision surgery was necessary which took place on (B)(6) 2014."

Manufacturer narrative:
Lot updated. An event regarding disassociation involving a duracon stem extender component was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Chr review confirmed that there have been no similar events for the lot. The reported event regarding disassociation of the stem from the tibial component cannot be confirmed with the information provided. No further investigation is required at this time.

Event description:
Mrs (B)(4)., from distributor (B)(4), reported the following event for the (B)(6) : "4 years after the implantation, a maladjustment of the stem which was screwed into the femoral baseplate, was observed. The primary surgery was on (B)(6) 2009. A revision surgery was necessary which took place on (B)(6) 2014."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.